Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the following. - the distal end insulation was insufficient. - the light guide lens was chipped. - the adhesive around the light guide lens and objective lens was porous. - the distal end cap was deformed. - the adhesive of the bending section rubber was porous. - the instrument channel was incised. - the remote switch 1 was incised. - the up/down angulation control knob had too much play. - the angulation was insufficient. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4) for evaluation. However, the evaluation is in progress at this time. (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from instrument channel and air/water channel of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -instrument channel: pseudomonas aeruginosa and micrococcus spp. (2 cfu/10ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew 2/2, using peracetic acid. There was no report of infection associated with this report.